Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Investigation found a tear in the exposed portion of the soft cannula. Fluid was observed leaking through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown.